Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('scrunch my belly which wasn't comfortable') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), nervous system disorder ("most of my symptoms are neurological in nature") and vomiting ("I would throw up"). The patient was treated with surgery (laparoscopic surgery). At the time of the report, the abdominal pain, nervous system disorder and vomiting outcome was unknown. The reporter considered abdominal pain, nervous system disorder and vomiting to be related to essure. Concerning the injuries reported in this case, the following one/ ones was/ were reported via social media report : nervous system disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event abdominal pain and vomiting added. Case became incident. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.